Event description:
In 2001, the user facility's surgeon informed the distributor's marketing manager of the following: the pt was in hematology clinic receiving infusion and device stopped working. Scheduled to have device explanted. The physician states appears to have a clot in medial chamber cannot flush, doesn't appear to have a clot in the lateral chamber but cannot flush.